Manufacturer narrative:
It was reported that a 68-year-old female patient underwent a left sided non-ischemic ventricular tachycardia ablation procedure with a thermocool® smart touch¿ bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed (B)(6) 2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto. The catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. Irrigation and deflection testing was performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no non-conformance's related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture ref no: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 5/2/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Concomitant products: st. Jude medical brk transseptal needle ( model# unknown, lot# unknown). Carto 3 system (model# fg-5400-00c, serial# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a left sided non-ischemic ventricular tachycardia ablation procedure with a thermocool® smart touch¿ bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, after three radio frequency applications, the patient¿s heart rate became elevated. Cardiac tamponade was confirmed by transthoracic echo (tee). Pericardiocentesis was performed to remove 600 cc of fluid from the pericardial space. No further intervention was required. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required. Patient¿s outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. The generator was used in power control mode at 35 watts. The temperature observed was of 33 degrees. The power did not titrate during the ablation. Two ablations were performed one at 5 seconds the other at 4 seconds. The last ablation cycle time at the site of the injury was 4 seconds. The flow was set at 8 ml/min for low flow and 15 ml/min for high flow. The cardiac tamponade was noticed during the ablation. However, it is unknown what caused the effusion. No error messages were observed on any biosense webster inc. Equipment during the procedure. The activated clotting time was within normal limits. The stsf catheter was not in close proximity to another catheter. It was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit.